Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the seal cycle completed but the vessel bled as if it was not sealed at all. When trying to seal the short gastric vessels, went across a vein and the seal cycle on machine complete,surgeon cut and it bled with no apparent seal. The stomach side was easy to find and rectify but bleeding from the splenic side continued and couldn't find the source. Tamponading was used, then close all, then device blunt tip again when surgeon found the source. There had been a bleeding less than 250cc. The patient was obese, high blood pressure, type 11 diabetes, gastrointestinal reflux disease, and non-hodgkin lymphoma. The devices output was checked and it was low. No patient injury.